Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve explanted at implant due to regurgitation and a problem with one leaflet as seen on echo. No further information provided.